Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA product problem codes of a0203 was submitted. It should have been a040609. Additional information has been provided in h.3., h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report that the iol (intraocular lens) delivery tip was damaged (bent); however, the attached customer photo confirms the reported issue of a bent plunger. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The photo review confirms the reported issue of a bent plunger; however, because a sample was not received at the manufacturing site, the root cause for customer complaint issue cannot be determined. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece particularly the plunger tip appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact the company immediately. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery with intraocular lens (iol) implant procedure, iol delivery tip was damaged.